Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent perigee implant due to sui and pop. It was reported that following insertion the patient experienced pain, extrusion and fistulae. It was reported that the patient underwent perigee implant concurrently with mesh implant on (B)(6) 2006. It was reported that patient underwent mesh revision on (B)(6) 2006 due to vaginal mesh extrusion. It was reported that the patient underwent incision and drainage of perirectal abscess and pelvic inflammatory mass with vaginal erosions on (B)(6) 2009 due to perivaginal abscess/perirectal abscess, leukocytosis, and febrile illness. It was reported that the patient underwent repair of perirectal and perianal abscess and vaginal fistula on (B)(6) 2010. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior repair with iliococcygeal suspension due to sui and cystocele. It was reported that patient underwent incision and drainage of the perirectal perianal abscess with excision of the vaginal fistula on (B)(6) 2010 due to perianal abscess. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 (although the complaint states (B)(6) 2006, medical records state (B)(6) 2006) and a mesh and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and perigee were implanted concurrently with anterior repair with iliococcygeal suspension, placement of mesh system, transvaginal taping by obturator canal and cystoscopy; due to stress urinary incontinence and cystocele. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, dyspareunia, infection, bowel problems, fistulae and bleeding. It was reported that the patient underwent vaginal mesh revision on (B)(6) 2006 due to vaginal mesh extrusion. It was reported that the patient underwent incision and drainage of perirectal abscess and pelvic inflammatory mass with vaginal erosion on (B)(6) 2009. It was reported that the patient underwent incision and drainage of perirectal peranal abscess with excision of the vaginal fistula on (B)(6) 2010. (B)(4).